Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, implantable pulse generator, (B)(6) 2006; 5524m-53, implantable pacing lead, (B)(6) 1995. (B)(4).

Event description:
It was reported that the patient felt "pressure in their heart" as well as dizziness. The right ventricular (rv) lead was oversensing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.